Manufacturer narrative:
(B)(4). The device involved in the incident was unknown. As the date of onset of this peritonitis episode is unknown and patients discard supplies after each therapy, the sample was not requested. A 510(k) number will not be provided in the emdr as the product code and lot number are unknown. Baxter has received similar reports for the reported problem. The root cause investigation is in progress.

Event description:
This report was received from (B)(6) and is a spontaneous report by a nurse from (B)(6) of abdominal pain, cloudy effluent and ruptured appendix coincident with dianeal pd4 ambuflex therapy. On an unreported date, the patient began treatment with dianeal pd4 ambuflex therapy (dose, frequency not reported) intraperitoneally (ip) for peritoneal dialysis (pd). On an unreported date in (B)(6) 2011, the patient experienced abdominal pain and cloudy effluent and was admitted to the hospital. On an unreported date while hospitalized in (B)(6) 2011, a peritoneal effluent culture was obtained. The nurse declined to provide the results. On an unreported date, the patient began remedial therapy with an unspecified course of antibiotics. On an unreported date in (B)(6) 2011, the patient experienced a ruptured appendix, underwent surgery to resolve the ruptured appendix, had her peritoneal dialysis catheter removed, and was placed on hemodialysis prior to discharge. On an unreported date in (B)(6) 2011, the events of abdominal pain, cloudy effluent and ruptured appendix resolved and the patient was discharged from the hospital. The nurse stated that the patient's physician believed that the event of the ruptured appendix caused the abdominal pain and cloudy effluent. The nurse stated that the events of abdominal pain, cloudy effluent and ruptured appendix were not related to dianeal pd4 ambuflex therapy.